Event description:
Per independent repair center, the unit had low o2 or yellow light. The key failure was defective tie wraps on the product tank. Additional malfunction for this device; the power switch had a short circuit.